Event description:
During a l tha we passed the acetabulum registration but at the end the xray showed a cup which looked misplaced. Case type: tha 4.0.

Manufacturer narrative:
Reported event an event regarding incorrect placement involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected. -clinician review: a review of the provided medical information by a clinical consultant indicated: this x-ray consists of a single screenshot from a cell phone. It is undated. It shows an x-ray of the pelvis. The x-ray shows a left total hip arthroplasty in place. There is a short stem femoral component. There is a cementless acetabular component. Position and fixation of both components appear satisfactory, although the offset on the left has been increased. On this view the acetabular component is in neutral version. Confirmation of event: I can confirm that the patient had a left total hip arthroplasty since I was able to review an x-ray with a total hip arthroplasty in place. Icannot confirm the information regarding abnormal appearance of the cup since I have no x-ray evidence of any "weird" looking appearance. Root cause analysis: the root cause of this event cannot be determined with certainty. The causes of an abnormal appearing acetabular component are multi factorial. Factors include surgical technique including the method of determination of cup position and inadequate registration of the robotic program for the acetabulum. I would not assign any causality to the patient or the acetabular implant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there are no other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was not confirmed through a clinician review of the provided x-ray. Additionally there was no information provided by the complainant. If a field service inspection is requested, further investigation will be completed on this issue. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
No new information.